Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with an ilet reading of 72 mg/dl and a confirmatory fingerstick of 82 mg/dl, and sought guidance on making meal announcements when low; the agent advised not to announce meals when below 70 mg/dl, noting the system¿s correction algorithm would address the meal. Symptoms included shakiness and sweating. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no clinical signs beyond the reported symptoms, no additional findings, and an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.